Manufacturer narrative:
Additional information. After further evaluation of the returned device, it was determined that the control unit was not functioning and defective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, before use on a patient, it was observed that the battery reciprocator device had a short circuit and no longer operated. It was reported that there was a five minute delay in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. However, the alleged malfunction was observed before the device was used on the patient. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device control unit was broken, a short circuit was detected at the battery input and the contacts were damaged due to the short circuit that occurred. It was further noted that the device failed pre-test for functional test and trigger and electronic control unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Following complaint review it was determined that four battery devices were associated with this event. The event description and concomitant devices have been added accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, but before use on a patient, it was observed that the handpiece device broke four battery devices due to a short circuit in the handpiece device. It was reported that there was a five minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.